Manufacturer narrative:
As no further information is expected, out investigation is complete. This investigation will be updated should further information become available.

Event description:
It was reported that this right atrial lead exhibited undersensing and loss of capture. Upon follow up appointment a revision procedure was scheduled. This lead was then surgically abandoned and replaced. No additional adverse patient effects were reported.